Event description:
It was reported that during device interrogation at a routine follow-up, the patient with this pacemaker passed out. The patient was not hooked up to an ECG, so there was no documentation. Pacing inhibition was approximately 15 to 20 seconds, the physician suspects premature battery depletion. The patient was admitted into the hospital and the plan is to replace this device as soon as possible. Subsequently, the device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The patient is pacemaker dependent. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that during device interrogation at a routine follow-up, the patient with this pacemaker passed out. The patient was not hooked up to an ECG, so there was no documentation. Pacing inhibition was approximately 15 to 20 seconds, the physician suspects premature battery depletion. The patient was admitted into the hospital and the plan is to replace this device as soon as possible. Subsequently, the device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The patient is pacemaker dependent. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.